Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Event details as reported: "dr (B)(6) had a tavr on (B)(6). While attempting to gain access, the solopath would not advance into the common iliac artery. The solopath was removed and a 18fr dilator was used to dilate the artery. A second attempt to advance the solopath was attempted, and with much force the solopath eventually was placed in the common iliac. After the case was complete and the solopath was removed, there was complications in closing the arteriotomy. A cut down was necessary to close the puncture site. I spoke with the doctor after the case and he said that it felt as if the fairing tip on the solopath had separated and it felt as if the folded sheath (w fold) was scratching or tearing at the insertion site. The sheath was not sliding in smooth, it was very rough as if it was ripping the artery."